Event description:
As reported by the edwards clinical specialist (cs), during the transapical tavr procedure, post deployment of a 26 mm sapien valve, the patient was noted to have sustained an ascending aortic dissection. The patient was noted to be in stable condition at the end of the procedure. Additional information obtained by the cs indicated that the angio taken post procedure had not shown a perfusion or an annular rupture. However, when the case was discussed with the physician, he noted that the patient¿s annulus was in poor shape and a partial rupture could not be ruled out. The patient was taken to surgery the night of the procedure and at one day post op the patient was noted to be hemodynamically stable. A few days later, however, the patient expired. Per report, the patient did not have severe ventricular septal hypertrophy, the patient¿s aortic valve was moderately calcified and the patient¿s aortic root was severely calcified. The native annulus measured 24 mm by tee the sinotubular junction (stj) measured 26 mm, the sinus of valsalva (sov) measured 32 mm, and the patient had moderate mitral annular calcification (mac). Additionally, the image intensifier angle was noted to be good, coaxial alignment was fair, ventilation was not held during deployment, and there was no loss of pacing capture during deployment.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Cine images were submitted to edwards for review. The following observations/impressions were made: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta and moderate-severe mac. The sapien valve was positioned 60/40 aortic and coaxial alignment was poor. Ventilation was not held during deployment and there was no loss of pacing capture. The valve did not move during deployment. The post deployment aortogram demonstrates a significant shift in the position of the sapien, aortic root, ascending aorta, and aortic arch. This shift was noted despite no change in the rao and cranial angles and without change in the position of the ribcage. In addition there is a clear change in the contour of the ascending aorta and aortic arch which is highly suspicious for an acute aortic dissection. The reported aortic annulus measured 24mm by tee, the stj measured 26mm, and sov 32mm. There is no evidence of dye extravasation suggestive on an aortic rupture or a tension pneumothorax. Apart from the movement of the heart and aorta, there appears to be no movement of any other thoracic structures. Impressions: despite the absence of significant valve oversizing (sapien diameter in excess of 4 mm larger than the aortic annulus) this case is highly suspicious for an acute aortic dissection. Recommend review of tee for the presence of significant obliteration of the sov, as well as the presence of severe valvular calcification. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the exact cause for the annular dissection is unknown. However, the patient¿s co-morbidities (severe aortic valve and aortic root calcification) in combination with procedural factors may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.